Event description:
Medication was drawn up into a 6cc syringe by an rn. The surgeon began injecting medications into the patient's right knee and noted a black spot on the inside of the syringe. The injection was stopped.